Event description:
Additional information indicated etiology was neurostimulator and extension. The implantable neurostimulator had also been replaced and relatedness was unclear.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to note the extensions. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, explanted: (B)(6) 2015, product type: lead.

Event description:
A healthcare professional from a clinical study reported that there was high lead impedance starting on (B)(6) 2015. It was unknown what had led to the event. A device interrogation/device data was done on (B)(6) 2015 with an abnormal result of high impedance. No actions were taken. The leads and extensions were explanted on (B)(6) 2015 and was replaced. The issue was resolved, resolved without sequelae. It was unknown if this was related to the stimulator, lead or extension. The patient's medical history included breast cancer and indication for device use is dystonia.

Manufacturer narrative:
It was determined that this report was a duplicate of report numbers 3004209178-2015-12957, 3007566237-2015-03470, and 3007566237-2015-03471. To this end, all additional information received regarding this event will be submitted under report number 3004209178-2015-21988 (this report). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a worsening of their dystonia. This was deemed not related to any of the patient¿s implantable neurostimulator (ins) system components or to the device procedure. The issue required a visit to the urgent care and an unscheduled clinic/office visit with a patient examination performed on (B)(6) 2015 for diagnostic testing and troubleshooting. An action taken as a result of the issue was that the entire ins system was explanted and the components disposed of per biohazard instructions. The event was considered ongoing as of the date of report. The patient status at the time of report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow-up report will be sent. Additional information from the healthcare provider of a clinical study reported device interrogation revealed there was lead high impedance the day of device explant. It was unknown if it was related to lead 1 or 2. The event was considered resolved without sequelae. A healthcare professional from a clinical study reported that there was high lead impedance starting on (B)(6) 2015. It was unknown what had led to the event. A device interrogation/device data was done on (B)(6) 2015 with an abnormal result of high impedance. No actions were taken. The leads and extensions were explanted on (B)(6) 2015 and was replaced. The issue was resolved, resolved without sequelae. It was unknown if this was related to the stimulator, lead or extension. The patient¿s medical history included breast cancer and indication for device use is dystonia. Additional information received reported that the lead implant date was 2006. High impedance were on both leads. Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in a lif e-threatening illness or injury. The event required in-patient or prolonged hospitalization. Additional information indicated etiology was neurostimulator and extension. The implantable neurostimulator had also been replaced and relatedness was unclear. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to note the extensions. No further complications were reported/anticipated. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the high impedances was not determined. No further complications were reported/anticipated.